Event description:
A physician reported a patient who was double skin tested in 1998 with negative results. On 4 june 1998, the patient was treated in the right and left cheeks. The physician denied any blanching, sudden color change, or any problem at the time of treatment. On 6 june 1998, the patient developed pain and tenderness at one of the right cheek treatment sites; and red, indurated areas at the other treatment sites (both cheeks). Subsequently, the area on the right cheek developed a scab. The patient was examined on 22 june 1998. The physician noted the scab was sloughing off. The other cheek treatment areas were still red and indurated. The physician prescibed topical bactroban and duoderm to the right cheek scab and injected kenalog intralesional to the red, indurated areas. The physician believed the scab on the right cheek area was a necrosis due to the injection procedure, and the red, indurated areas on both cheeks were a hypersensitivity to collagen. No further medical or surgical intervention was planned.